Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right atrial lead exhibited oversensing. No intervention had been performed. The patient remained stable.